Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. A use error was also reported in which there was reuse of single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line leaked from the end when it became disconnected from the patient during drain two of four of peritoneal dialysis therapy on the homechoice. Per the registered nurse (rn), the patient line disconnected during drain and the bed got all wet. It is unknown how the patient line became disconnected and the rn reconnected the patient. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.